Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. The clip delivery system is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the mitraclip (70915u146) remained open 40 degrees during and post deployment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4+. The patient had a rotated heart which reportedly made imaging difficult. One mitraclip was implanted without reported issue, reducing the mr to grade 3-4. A second mitraclip, clip delivery system (cds 70915u146) grasped the leaflets without reported issue and the lock line was removed. Following, and while establishing final arm angle (faa), the clip would open 40 degrees. As troubleshooting, the operator closed the mitraclip tighter prior to establishing faa again. This was unsuccessful. The mitraclip was also attempted to be fully opened for removal; however, the clip would not open any further as the lock line had already been removed. Deployment was continued and the arm positioner was kept in the closed position instead of a neutral position in hope of keeping the mitraclip closed. The implanted mitraclip remained open 40 degrees. The implanted mitraclip was stable and well seated, however, the mr grade had not been reduced and remained grade 3-4. Reportedly, additional mitraclips were necessary due to this device issue. Two additional mitraclips were implanted, reducing the mr to grade 1. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty to establish final arm angle in this incident could not be determined. It is possible that the rotated heart resulted in increased tension on the device contributed to the reported user experience; however, this cannot be confirmed as there was not issue noted while implanting the first and additional clips. The reported poor image resolution appears to be related to patient morphology/pathology due to the rotated heart. There is no indication of a product quality issue with respect to manufacture, design or labeling.